Event description:
The customer reported level sense errors and dried precipitate around the sample syringe, involving the closed tube aliquotter (cta) of the unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The laboratory has an exposure control/risk management plan in place. Service was requested and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the closed tube aliquotter (cta) syringes worn. The fse replaced the sample probe and cta syringes to resolve the issue. Probe alignments and functionality were verified. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).